Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation as it has been disposed; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a pneumatic hand pump was used during an achalasia dilation procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the pump was inflating the balloon catheter in the esophagus, but would not show a reading above 12 psi. The balloon was not fully inflated at 12 psi, and the needle of the gauge would not move upon pumping. The procedure was able to completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.